Event description:
It was reported that metal shavings went into the joint. The fragments were too small to be removed. The case was completed using a 5.5 burr. The procedure was a rotator cuff repair. Patient and bone quality information is unavailable.

Manufacturer narrative:
Patient demographics (age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. No other devices were returned with the ar-8500foe for evaluation. Complaint not confirmed. The device was inspected, met all specifications and showed no evidence of metal shavings. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.